Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that while loading a patient on to the patient table, the table sub-frame became loose. Philip service was informed that during the transfer of the patient, the stretcher hit the sub-frame of the patient table, causing the sub-frame to be in free-float. The patient was transferred onto the table, but examination was not started because table top would not move properly, so the patient was rescheduled. Philips service confirmed that there was no harm to the patient or operator. Philips service has re-secured the service latch to resolve the issue.